Event description:
It was reported that pump housing around usb port was damaged, which affected ability to charge pump and meant pump could no longer be guaranteed watertight. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place damaged pump into storage mode and return it using a prepaid label, and was informed they would need to reenter pump settings and reconnect cgm to replacement pump, which customer understood and acknowledged.